Event description:
According to the patient, they were on their way to a cardiology appointment when they saw a yellow, then red flashing light and o2 delivery error. Then there was no o2. The patient was short of breath, gasping for air. The patient was in the doctors office when the event occurred and therefore did not have an alternative oxygen supply. The doctor listened to the patients lungs and sent them to the ER where they spent the day until they got a bottle of o2 to go home with and breathing treatment. The patient stated that they received a replacement unit but another o2 delivery error showed up and they did not feel o2 coming from the poc. An additional replacement has been sent and the patient is using their home unit in the meantime.

Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.